Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump fan seemed to be going out. The fan intermittently goes on and off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. This issue occurred on a back-up system for a scheduled case. There was no actual case scheduled for this system. It was in another room when the user facility's biomedical engineer (biomed) discovered the issue.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.